Event description:
It was reported to boston scientific corp that a stonetome stone removal device was used during an endoscopic sphincterotomy. According to the complainant, during the procedure, the physician was unable to inflate the balloon. The balloon was removed from the pt and found to be ruptured. The procedure was completed with a different device (brand name unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).